Event description:
Acclarent was notified on (B)(6) 2012, of a domestic event that occurred on (B)(6) 2012, during a sinus surgical case when acclarent balloon dilation technology was used. The surgeon stated that an acclarent guide was placed on the acclarent spin device for used in a balloon sinuplasty case under general anesthesia in the operating room. Upon removing the device from the nasal cavity, the blue tip of the guide catheter separated from the guide catheter shaft and appeared free within the nasal cavity. The guide catheter tip was immediately seen with the endoscope and removed. There was no pt injury or additional care needed.

Manufacturer narrative:
Acclarent followed up on this report to gather additional info. The surgeon stated that there was no pt injury and he did not need to provide additional care. The surgeon stated that he tried the spin prior to inserting it into the nasal cavity, the slider was a bit stiff and difficult to maneuver. Acclarent attempted to retrieve the device for failure analysis but the device is unavailable for return. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.